Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had been taking steroids and antibiotics due to sickness and the blood glucose (bg) level had increased by 100-200 mg/dl points (reported as 408 mg/dl). The healthcare provider adjusted the basal setting, but there was not a significant drop in the bg level. Insulin pens and correction boluses were delivered to address the bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis and was treated with an insulin drip. The customer was discharged the same day. The customer reverted to using a non-tandem pump and the bg and ketone level are no longer high. The customer received a low insulin alert prior to the hospitalization and the customer thought that the pump was the cause of the hospitalization. Tandem customer technical support (cts) had the customer perform a system check using new supplies and the pump was found to be functioning as expected. The customer disagreed. Cts was to have a tandem clinical diabetes specialist provide more assistance to the customer; the customer acknowledged.